Manufacturer narrative:
The device had no button error alarm noted during testing. The device was received with no button response due to flattened act dome button keypad. The keypad connector was found closed properly during visual inspection. We were unable to perform functional test and verify low predicted alarm due to keypad anomaly. The device had minor scratched lcd window, cracked case near display window corners, cracked battery tube threads, cracked reservoir tube lip and cracked lcd window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called to report that the insulin pump alarmed button error. Customer reported that the pump has an unresponsive keypad. Customer also reported that the pump alarmed a low predict alert when her blood glucose levels were 80 mg/dl. No significant events leading to the keypad issues were observed. Advised discontinuation of the insulin pump and revert to back up plan per health care professional. Product is expected to return.